Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer, the purple female end of the ng tube fell off/disconnected from tubing when the male end of the tube feeding tubing was being disconnected. There was no patient injury reported.

Manufacturer narrative:
A sample without original package or lot number was received for evaluation. After performing a visual inspection, the connector was seen to be detached. The samples arrived without their original packaging which confirms that they were used by the customer; the failure mode reported was not generated during the manufacturing process. A review of the device history record could not be conducted because a lot number was not provided. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.